Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an opake sponge left "strings" behind when removed from the patient. All strings were retrieved by the doctor during the surgery. There were no reported issues with the patient.

Manufacturer narrative:
The opake sponge was returned for evaluation. DHR review: there was no change in manufacturing technology, material, equipment, and operation method, no abnormity was found. Failure analysis: samples were returned to supplier for investigation, however, due to covid situation, the samples are still being held at custom in hong kong district. Retained samples were examined. Based on investigation, the workshop has performed the lint control precautions during production without any change. The folding specification and lint control specification has met the company requirements. However, we can¿t achieve ¿0¿ defect (lint free) as this is not a non woven - lint free products. Root cause can not be determined as there were no changes in manufacturing process, equipment and labor. The lot was produced as per company specifications. Since this is not a non-woven material, therefore, linting can not be 100% eliminated. Potential root cause was that the customer may have unfolded the gauze during the operations and caused the lint came off from the edge.